Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During a hip arthroscopy utilizing a 2.5mm fluted drill w/depth stop, it was reported that the drill broke in the middle of the fluted area. The surgeon was able to pull the broken piece of drill out of the hole with a grasper and left the site empty. The surgeon completed the procedure using another drilled site. There were no reports of patient injuries or complications.